Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and then admitted due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 1066 mg/dl to 1069 mg/dl. The customer experienced symptoms such as feeling weak, looked pale, was throwing up, got dehydrated. The customer was treated with intravenous drip in neck to get blood as she had weird veins. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.